Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a 55mm saccular zone 3, thoracic aneurysm. Aneurysm and vessel morphology was reported as the proximal neck diameter (non-aneurysmal) was 30mm and the length from top of arch to proximal aneurysm was 40mm. The diameter of non-aneurysmal distal neck was 27mm. The length from bottom of arch to proximal aneurysm was 60mm. Calcification from puncture site to lesion site was severe (right fa, eia and cia). During the index procedure, access was tried from the right femoral artery (fa); however, it was unable to move forward at distal side of abdominal aorta and common iliac artery (cia). Access was changed to right cia, and conduit was not used. After device implant, angiography found dissection from right cia to eia. The physician decided to add another manufacturer¿s device 10x60 and 8x100) on the dissection site. Blood flow was confirmed and procedure was completed successfully. The physician stated that access difficulties were expected due to severe calcification. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (dissection); patient's condition affected effectiveness of device (anatomy related; severe calcification of the access vessels). Conclusions: inherent risk of a procedure (dissection); device failure/lack of effectiveness related to patient condition (anatomy related; severe calcification of the access vessels).